Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was undersensing noted on confirm device, which resulted in pause episode. The pause episode was due to loss of electrode contact in the pocket. The patient had felt lightheaded at times since the implant, but they cannot be correlated with the time of episode. Patient will continue to be monitored.